Event description:
Resident apparently put arms under restraint and slid out of wheelchair and strangled on restraint. Resident was able to release restraint at will when sitting in wheelchair. It is possible that the length of the velcro portions and the lack of a tab, loop, or "grip" made self release in this compromised position difficult if not impossible. (Coroner report was needed to rule out terminal stroke prior to event)invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: invalid data, invalid data, invalid data. Conclusion: device failure occurred and was related to event, other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, invalid data. Invalid data - on device destroyed/disposed of status.